Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a no delivery alarm during the basal rate delivery. The customer was also taken to the hospital due to diabetic ketoacidosis, with blood glucose levels too high to read on the glucose meter. The customer did not want to troubleshoot. She asked to have the insulin pump replaced. Nothing further was reported.